Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that during insertion of 22g 8cm powerglide insertion, resistance was met and the device was unable to be retracted and had to be removed in ir. Patient had to go to surgery to have the device removed another device inserted. No other information was provided.